Event description:
The recipient reportedly experienced swelling around implant site after an upper respiratory infection in (B)(6) 2022.. It was believed that hard nose blowing caused air around device. On (B)(6) 2022, the recipient was diagnosed with cellulitis and the site was drained. On (B)(6) 2022, a review of a CT scan showed an infection around the implant and in the mastoid. The recipient was already being treated with antibiotics. The recipient underwent a procedure to wash out the infected area on (B)(6) 2022.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved and the recipient is using the device. No further treatment details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient is using the device and continues with oral antibiotic treatment. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.